Event description:
It was reported that the radio frequency (rf) head was used before the procedure and could not read the device. A different rf head was used and the issue was resolved. It was indicated that it would be returned for repair. There was no patient involvement.

Event description:
It was reported that the radio frequency (rf) head was used before the procedure and could not read the device. A different rf head was used and the issue was resolved. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer head had no telemetry, its uplink tests were out of specification and therefore the cable was replaced. Analysis also found that the head's label was missing its laminate and therefore the label was replaced. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.